Manufacturer narrative:
Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the device was not returned. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of urinary incontinence and urinary retention was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported the patient stated their device was not providing sufficient symptom relief. They did report improved incontinence symptoms previously. The patient reported a fall in the last six months and symptoms have worsened. The patient reported difficulty emptying their bladder since the fall, and significant symptom changes. The patient was assisted with changing their program and they felt muscle contraction in their lower back, upper buttock area as opposed to stimulation. The patient previously had a different brand implant, which they said worked better for them overall. The patient did not specify if their symptoms were worse than baseline. The patient could not articulate their symptoms, just that they were leaking more often than before as compared to six months ago. Additionally, the patient had surgery to revise their tined lead. There was a post-revision follow up with the patient, but they have not responded.